Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical support (ts) to report that a granuflo ii mixer was not draining properly. The biomed checked the voltage from the drain valve relay to the drain valve, and it was fine. The biomed changed the drain valve and requested from ts the part number for a drain check valve. Upon further follow-up with the biomed, it was reported that thermal damage was found during their evaluation of the mixer. The biomed found thermal damage on the wiring of the drain valve harness, and on the harness from the power supply to the drain valve. The biomed did not open the drain valve itself, and therefore they were unsure if the inside of the valve was also burnt. The biomed confirmed that they replaced the damaged components, along with the drain valve. No additional parts were replaced, and the machine was put back in service. The replaced parts were discarded; no sample was available to be sent back for evaluation. However, photos of the valve were provided for review. The biomed confirmed there were no signs of any melted components, a burning smell, smoke, sparks, or flames. There was no patient involvement associated with the reported event.